Manufacturer narrative:
We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is an inoperable latch lock flex sensor; however, this cannot be confirmed as no product was returned for investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the patient noticed no chemo seemed to have infused. The 5fu bag was completely full. No alert noted on the pump. The pump read 9 minutes remaining when patient entered the treatment room. After vitals and assessment, the pump alerted infusion complete, reservoir volume 0. Upon disconnecting patient and removing contents from pump bag, 5fu bag appeared to be completely full. Release latch slightly difficult to manipulate. White residue noted on bottom of pump where cartridge connects. No wetness or kinking noted in tubing. All clamps open. Patient states there were no alarms and pump seemed to be working properly. Patient noted 2 staff members had difficulty getting cartridge to attach to pump at time of connection. Patient did not receive 5fu for this therapy cycle and will not get additional dosing until next scheduled appointment. The original intended procedure was chemotherapy infusion. Device malfunction - that is, the device did not do what it was supposed to do;

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.